Manufacturer narrative:
Device history record did not show any production error. Issue at site #9 likely caused by immediate extraction.

Event description:
Doctor used a surgical guide to place dental implant. Based on post op scan he said the implants 8 and 9 were too buccal. Implant #9 fell out and did not grab any bone.